Manufacturer narrative:
B4: 13mar2019 . G4: 03mar2019. A gas delivery system (gds) manifold assembly was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board and the o2 valve solenoid were missing. There were no signs of contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) was out of specification in the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 13feb2019 . G4: 23jan2019 . The customer replaced the flow sensor and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: 21jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was failing the o2 flow accuracy test. No patient involvement. Event date not specified; estimate used.